Event description:
It was alleged that during use on a pt the metallic ball in the roller clamp became dislodged. This can result in a freeflow condition. It was noted that the pt rec'd a bolus of fluid. There was no resultant pt consequence.